Event description:
A hemodialysis user facility reported that a blood leak occurred when dialysis treatment was initiated. The machine alarmed and test strips confirmed the blood leak. Estimated blood loss was 312ml. No antibiotics were administered and medical intervention was required. No sample available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.